Event description:
The customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a pt. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breathe delivery (bd) to graphic user interface (gui) cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).